Event description:
Patient was revised to address thigh pain.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. The investigation could not verify or draw any conclusions about the root cause of the reported pain and polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.